Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "lips were super swollen making it difficult to speak," "little white pimples formed," "it's painful," an infection from the "upper lip to the nasal area," "more than usual swelling," bruising of lips, "hurts to talk," mouth burning, "pain so bad they are unable to eat or drink," small ulcers inside of mouth, and cracks in the corner of the mouth" that are red are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days' duration." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks." "The onset of ecchymosis generally varied from immediate to 5 days post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, ecchymosis resolved within 1 to 4 weeks." "The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaid's, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of infection generally varied from immediate to 1 week post-injection. The treatment prescribed included nsaid's, antibiotics, and steroids. In most cases, infection resolved within 6 to 10 days." "The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months."

Event description:
Healthcare professional reported after injection with two syringes of juvederm ultra xc in the lips, the patient had initial swelling the day of injection and later described their "lips were super swollen making it difficult to speak," "little white pimples formed," "it's painful," and developed an infection from the "upper lip to the nasal area." Patient also complained of "more than usual swelling," bruising of lips, "hurts to talk," mouth burning, "pain so bad they are unable to eat or drink," and also has small ulcers inside of mouth. The healthcare professional suggested swishing the mouth with peroxide and spitting it out in addition to oragel otc for discomfort. The peroxide and gel burned, so the healthcare professional recommended using aquaphor. The patient was prescribed duracef and acyclovir and additionally treated with a medrol dosepak and tylenol 3 one day later. The symptoms resolved one week after injection. After stopping the steroids, patient reported the "little white bumps" inside the mouth are "coming back." Edema, pain, and burning to the upper left lip were also reported. Healthcare professional advised the patient to use a "salt water rinse" and rinse with 1/2 water and 1/2 peroxide. Upon further follow up, healthcare professional indicated the patient also developed a "fungal infection." Later, patient complained of "cracks in the corner of the mouth" that are red and have been there "since the beginning." Aquaphor and/or vaseline was not helping, so the patient was prescribed nystatin oral suspension. Patient is seeing improvement and states their mouth is much better. They still have a mild red area by the upper lip to nasal area, but are slowly resolving.

Manufacturer narrative:
Medwatch sent to FDA on 02/19/2016. Device analysis noted 2 empty syringes of 1.0 ml each received without caps. No defect observed to both syringes.

Event description:
Further follow up with the healthcare professional indicated all symptoms resolved approximately 3 months after injection.

Manufacturer narrative:
Visual analysis of the returned device noted "2 empty syringes of 1.0 ml each received without cap, no needle. 3 mm luer lock. 2 red spots outside the luer lock of one syringe. No defect observed to both syringes."

Event description:
Healthcare professional reported after injection with two syringes of juvederm ultra xc in the lips, the patient had initial swelling the day of injection and later described their "lips were super swollen making it difficult to speak," "little white pimples formed," "it's painful," and developed an infection from the "upper lip to the nasal area." Patient also complained of "more than usual swelling," bruising of lips, "hurts to talk," mouth burning, "pain so bad they are unable to eat or drink," and also has small ulcers inside of mouth. The healthcare professional suggested swishing the mouth with peroxide and spitting it out in addition to oragel otc for discomfort. The peroxide and gel burned, so the healthcare professional recommended using aquaphor. The patient was prescribed duracef and acyclovir and additionally treated with a medrol dosepak and tylenol 3 one day later. The symptoms resolved one week after injection. After stopping the steroids, patient reported the "little white bumps" inside the mouth are "coming back." Edema, pain, and burning to the upper left lip were also reported. Healthcare professional advised the patient to use a "salt water rinse" and rinse with 1/2 water and 1/2 peroxide. Upon further follow up, healthcare professional indicated the patient also developed a "fungal infection." Later, patient complained of "cracks in the corner of the mouth" that are red and have been there "since the beginning." Aquaphor and/or vaseline was not helping, so the patient was prescribed nystatin oral suspension. Patient is seeing improvement and states their mouth is much better. They still have a mild red area by the upper lip to nasal area, but are slowly resolving.